Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed. Receiver lcd touchscreen manual test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause was not found. No injury or medical intervention was reported.